Event description:
(B)(6) adverse incident report states, on (B)(6) 2011, child grabbed line and line snapped at hub. On (B)(6) 2011, line snapped at hub while syringe being changed.

Manufacturer narrative:
This report was assessed and determined to be an MDR report based on our MDR reporting criteria. The info provided by (B)(6) adverse incident report indicates that the device in question is with cf nurse specialist, a request for the device to be returned has been sent. (B)(6) report attached. Follow up report will be provided upon the completion of the device examination process. (Pending return of device to (B)(4)).